Manufacturer narrative:
Additional information: section h3: evaluated by manufacturer: yes. Device evaluation: no suspect product was received; however, photographs provided by the customer were evaluated. The photographs showed the complaint handpiece. Ophthalmic viscosurgical device (ovd) could be observed in the lens module. A torn piece of a lens including the haptic was observed next to the device and the lens and haptic were observed to be damaged. Due to photograph quality and no product returned, no further issues could be observed and no further evaluation was performed. The complaint issue "lens damaged" was identified during photograph evaluation. The complaint issue "haptic detached" was not identified. The observed "haptic damaged" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3b, a4, and a5: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a breakage in the haptic and optical zone of the lens was observed under the microscope after the preloaded intraocular lens (iol) was implanted into the patient's capsular bag. As a result, the lens was removed by fragmenting it into multiple pieces and removing it using a phacoemulsification pen. Account confirmed that the defective lens was mounted on the injector and not manipulated outside of it prior to implantation. A replacement iol was implanted to complete the procedure. The iol was discarded upon retrieval. Through follow-up, we learned that following lens replacement, the physician closed the incision, performed the seidel test, an intracameral irrigation, and instilled vigaxel (an ophthalmic antibiotic solution). No further information was provided.